Manufacturer narrative:
The lifeband involved in the complaint was discarded by the customer. Therefore physical investigation could not be performed, and the root cause could not be determined. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Cardiac arrest is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for cardiac arrest.

Event description:
Patient # 1: the autopulse system with lifeband (lot # unknown) was used to resuscitate a (B)(6) lbs. Patient in cardiac arrest. The cardiac arrest resulted from pulmonary embolism (pe). The patient was hospitalized in the intensive care unit (ICU), and the cardiac arrest was witnessed by a staff member. It is unknown for how long the patient was in cardiac arrest, and it is unknown if the patient received manual CPR before the automated compressions were performed by the autopulse platform. During automated compressions, the lifeband broke at the alignment tab, causing the lifeband to snap off. Per customer, the lifeband sheared at the place where the lifeband enters the platform. No further information was provided by the customer. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead in the ICU. The customer is concerned with reoccurring events of the lifeband snapping. As per the customer, the patient's death was not related to the autopulse system. Please see the following related MFR report: (B)(4), MFR # 3010617000-2021-00452 for patient #2.